Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and sepsis. The implantable cardioverter defibrillator (ICD) was explanted. Surgical intervention and intravenous antibiotics were needed to resolve the issue. No additional adverse patient effects were reported.